Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that a valve and the pusher wire were returned for this complaint. The pusher wire was inspected, and it was damaged (kinked and stretched). Also, the interlocking arm was detached. No more damages were found. Microscopic inspection of the pusher wire revealed that the proximal end has a smooth surface. The interlocking arm was detached.

Event description:
Reportable based on device analysis completed on 10jan2022. It was reported that the delivery system could not advance the coil. The target lesion was located in the splenic artery. A 5mm x 15cm interlock was selected for use. During the procedure, it was noted that the delivery system could not advance the coil. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached.